Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was due to bent pins, as well as the belt connector being smashed. The root cause for the bent pins was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.